Event description:
.

Manufacturer narrative:
A white mark is caused by a venting problem with the injection mould that these parts are made from and had been previously deemed acceptable with no risk of further developing into a hole. Investigation of our current stock confirmed the presence of the white mark on the spout but with no holes and that it is not possible for the white mark to become a hole after completion of the moulding process. The cause of the hole was confirmed as being a short, probably restricted to a small number of components moulded the initial start-up of the production run. The formation of a hole is related to the same issue as the cause of the white mark, however it should be noted that the presence of the white mark does not indicate the presence of a hole. The mould was repaired to address the gassing problem by installing an additional venting pin and the first subsequent production run began on (B)(6) 2010. Whilst the components moulded during this run still had a small white mark on the spout, an inspection of over (B)(4) units from this run revealed no holes. These components were therefore accepted for use. Further work on the injection mould was completed in advance of our most recent production run and this has resulted in the reduction of the white mark to a barely visible blemish. As a further precaution we have modified the apparatus used to 100% pressure test the finished g-cans to also pressure test the spout. Product defect was seen as not reportable as there is an alarm system on the anesthetic machine to detect any leakage during pre-use checks. Pre-use checks are recommended before clinical use.